Event description:
According to the distributor report, the adhesive was used to close an adult forehead laceration. Patient returned to the emergency room within 12 to 24 hours after application because the wound had opened. Patient wound required closure with steri-strips. No further events or consequences were reported.